Event description:
External power led remains yellow even when plugged into known good ac source. Unit is experiencing intermittent shut downs with alarms. Note received: shut off with no alarms, started back up 5 seconds later.